Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in a moderately tortuous and moderately calcified middle left anterior descending artery. During a percutaneous coronary intervention, a 10/2.75 flextome cutting balloon was selected for use. However, the balloon ruptured when inflation was performed at the lesion. The procedure was completed with another device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The unit was attached to an inflation device, subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole on the mid-body of the balloon. A visual and microscopic examination observed no damage to the tip or blades or markerbands. All blades were present and fully bonded to the balloon surface. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 75% stenosed target lesion was located in a moderately tortuous and moderately calcified middle left anterior descending artery. During a percutaneous coronary intervention, a 10/2.75 flextome cutting balloon was selected for use. However, the balloon ruptured when inflation was performed at the lesion. The procedure was completed with another device. No patient complications reported and the patient's condition is good.